Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported a jolt from the implant. There was a report that the patient received a strong jolt from their implantable neurostimulator that was done at the hospital. The jolt caused them to fall down and be very tired for two hours. Factors that may have led or contributed to the issue remained unknown. Actions taken to resolve the issue was to direct the patient to the hospital. It was unknown if the issue resolved and no surgical intervention occurred but unknown if it was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's wife. It was reported that the patient was at home when they just suddenly felt the shock. The patient's wife found the patient lying on the floor, and thought they had a stroke but the patient was completely coherent. They phoned the hospital and were waiting for a referral to the neurology department from their general practitioner. It was noted that the patient's wife was hoping that someone from the manufacturer could give them a call. Additional information was received from a rep. It was reported that the rep asked the hospital service to get the patient in so that the rep could have a look, but the rep had not heard back from them as of (B)(6) 2020. The rep was to follow-up with the hospital.